Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported the illumination was not working during a vitrectomy procedure. The case was completed with an alternate illumination. There was no harm to the patient.

Manufacturer narrative:
A table top illuminator was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformity. The illuminator was installed into a calibrated system and was able to boot up successfully. The illumination output was then measured and port 2 was found not to meet alcon specifications. Evaluation of the module showed that the collimating lens was cracked. The root cause of the reported event can be attributed to the aspheric collimating lenses. However, when the lens became cracked cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced as a preventive measure and the tabletop illuminator module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tabletop illuminator module. (B)(4).